Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The customer is not alleging any deficiency with the machine or disposable set. (B)(6) year old male donated platelets on the trima system, (B)(4), on (B)(6) 2010. The donation was uneventful and the donor had no reactions at the time of donation. On (B)(6) 2010, he began experiencing chest pain and intermittent dyspnea. He was seen by the doctor on (B)(6) and placed on antibiotics. On (B)(6), he was still experiencing the chest pain and dyspnea. He went to the emergency room on (B)(6) and was diagnosed with a pulmonary embolism. He is being treated with coumadin for 3-6 months. This report is being filed due to medical intervention that was potentially a result of the platelet donation.

Manufacturer narrative:
(B)(4). The run data file was investigated for the procedure on (B)(6) 2010. The operator selected product 2, a 3.6ell platelet yield collection. There was 1 'low access pressure' alert at 1 minute and 7 'low access pressure' alerts between 14 and 40 minutes. At 40 minutes the operator made 1 'return down' adjustment. At the end of the 48 minute procedure the trima accel system displayed a message to 'label the platelet product as leukoreduced.' Analysis of the run data file revealed no evidence of clumping. Conclusions: the machine is safe to use. The signals in the run data file indicate that the trima accel system operated as intended and there is no clear indication of any clumping in the lrs chamber or the channel.